Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot number were not provided. Implant date estimated as (B)(6) 2016. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : use of mitraclip for mitral valve repair in patients with acute mitral regurgitation following acute myocardial infarction: effect of cardiogenic shock on outcomes (iremmi registry).

Event description:
This is filed to report single leaflet device attachment/slda. It was reported through a research article identifying mitraclip that were related to the following outcomes: single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled "use of mitraclip for mitral valve repair in patients with acute mitral regurgitation following acute myocardial infarction: effect of cardiogenic shock on outcomes (iremmi registry)¿. No additional information was provided.